Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient lost stimulation in desired area due to lead migration. The lead was not defective is just migrated. The patient does not remember falling and not sure when the coverage changed. The doctor did an x-ray to confirm the migration. The patient's lead was replaced with a paddle lead. The patient's entire system was replaced with a newer system. The patient's issues were resolved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's lead migration was not determined. The patient doesn't remember any falls, etc. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.